Manufacturer narrative:
Complaint no: (B)(4). The device was serviced on-site by a field service technician. Visual inspection, power on self test, service history review, and a review of the alarm log were performed. The f-38 alarm was identified during the power on self test and the review of the alarm log. The cause of the condition was damaged force sensing resistors. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had a f-38 alarm. This occurred before use, so there was no patient involvement. No additional information is available.